Manufacturer narrative:
Unit passed self-test and active current measurement within specifications. However, unit received with high sleep current measurement due to moisture damage on electronics assembly. The history was download successfully using thump software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did confirm failed battery alarm was triggered on (B)(6) 2024 20:20:27:000 pm and power loss alarm on (B)(6) 2024 14:48:00:000 pm due to moisture damage on electronics assembly. However, backup battery unloaded or loaded voltage (ul vlith) did drop below 3.5v for consecutive 240 minutes. Unit was cut open to perform visual inspection and found moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. Unit received with broken battery tube threads, cracked case near belt clip rails, and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. Unable to verify battery cap damage due missing battery cap. Unit was confirmed for filed battery alarm and power loss alarm anomalies due to moisture damage. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. Unable to verify battery cap damage due missing battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), battery cap damaged and received low battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device was returned.